Manufacturer narrative:
A ge service rep performed an onsite investigation. The lemo receptacle assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The field engineer noted the system would not boot up and displayed an x-ray disable error. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.